Event description:
The customer reports that one of the primary electrodes fell off (3-lead) the pt. The monitor gave a blue alarm which was silenced. The configuration was set to yellow electrodes off alarm. Therefore, the customer expected an alarm reminder which did not come. The asystolie did not alarm and the pt had to be reanimated and appears to have suffered from brain damage due to lack of oxygen.

Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.